Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. Health professional was approximated to no as the device was received at the (B)(4) distribution center with no account information, and attempts to obtain additional information regarding this origin of this device have been unsuccessful to date. (B)(4). A visual examination of the returned complaint device noted that the device was returned without the handle, showing signs that the delivery system had been cut at the handle in accordance with directions for use (dfu) instruction in case the clip fails to release from the catheter during procedure. It was noted that the capsule was returned detached from the device. Additionally, damage in the capsule tabs was observed and the bushing was bent. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was received at the (B)(4) distribution center on (B)(6) 2019. No patient complications have been reported. Investigation results revealed that the bushing was bent; therefore, this is an MDR reportable event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.